Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow-up-report.

Event description:
It was reported that after replacement of the 3 liters oxygen cylinder a darting flame occurred between the alduk I pressure reducer and the oxygen cylinder. No injury has been reported.

Manufacturer narrative:
During the investigation it was found that the affected device is an alduk IV and not as initially reported an alduk I. The concerned oxygen pressure reducer alduk IV was requested and made available for investigation. The investigation revealed that the o-ring which seals the connection to the oxygen cylinder was partly burnt. No other damages due to excessive heat were identified. After replacement of the o-ring the alduk passed the functional testing without malfunction. On the manual coupling ring, which connects the alduk to the oxygen cylinder, grooves of tools have been identified. That points to the fact that the coupling ring has been tightened by use of a tool. It can be concluded that consequently the o-ring was squeezed and damaged, which resulted in leakage when the oxygen cylinder has been exchanged next time. Oxygen escaped with high pressure ¿ developing heat and finally the observed ignition. The required warnings are included in the instructions for use. Beneath others: ¿position the pressure reducer as required and tighten it manually. Do not use tools.¿ the investigation comes to the conclusion that most likely disregard of the warnings in the instructions for use resulted in the reported event.